Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported one day following a micro-stent implant procedure, a patient was experiencing hypotony. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative hypotony is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).